Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 578sd trocar was used in the case. On the third passing, using a filshie clip applier, it was noted that the valve was detached and sitting on the abdominal wall.